Manufacturer narrative:
(B)(4). Baxter medical assessment: incorrect application of floseal (use of a dry gauze and no gentle compression of the matrix during the first two minutes may result (in addition to product not achieving hemostasis) in excessive blood imbibition of the gelatin matrix with hardening of the material and inability to remove the product excess. As a consequence inflammatory reaction, foreign body reaction and adhesion formation may occur. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. The product labeling and respective product-related training programs are adequately describing the correct application of the product, and warn/caution in great detail against this reported use error. A follow-up report will be submitted upon receipt and evaluation of manufacturer¿s investigation.

Manufacturer narrative:
(B)(4). Baxter hayward completed the investigation. As neither the lot number nor sample were provided, no batch review or sample evaluation was possible. The complaint is not confirmed. Based on the reported event, the customer acknowledged that they did not follow instructions per IFU. Right after the incident was observed, baxter sales representative provided retraining of how to use floseal. Baxter medical assessment indicated that the incorrect application might lead to potential harms such as inflammatory reaction, foreign body reaction, and adhesion formation. No patient or user injury was reported. The assessment also confirmed that ¿the product labeling and respective product-related training programs are adequately describing the correct application of the product and warn/caution in great details against this reported use error.¿ no trend was identified. This complaint will be kept on file for trending purposes.

Event description:
Sales rep called to inform baxter that her customer (B)(6) used floseal 5ml improperly. They did not put a moist lap and use gentle compression. They agreed they didn¿t follow the proper steps. The sales rep performed an in-service and educated the customer as to how to use the floseal properly. The customer disposed of the floseal. No patient or user injury reported.